Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a bubble on the bottom cassette area. There was no evidence in the event history log. The visual inspection verified the reported problem. It was determined that the air bubble in the dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported that there is a bubble on bottom cassette area. There was unknown patient involvement.